Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient specific case information for the patient's right proximal humeral mig notes: "currently has proximal humerus mig. Distal fixation failing (screw backing out). Super distal so need to convert to hinge elbow."

Event description:
Patient specific case information for the patient's right proximal humeral mig notes: "currently has proximal humerus mig. Distal fixation failing (screw backing out). Super distal so need to convert to hinge elbow."

Manufacturer narrative:
This report is being closed as a duplicate of FDA ref 3004105610-2021-00076.